Event description:
Reportedly, the instrument did not staple. The colon was torn and an additonal 2.30hrs operating time was added to the case. Applied another device to complete the procedure. Procedure: colo-rectal.